Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had given random no delivery alarms. Insulin pump gave an unknown error and 2 white flashes and rebooted all of the sudden, gave one motor error, the select button was cracked and sometimes had to be pushed more than once to work. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.